Manufacturer narrative:
Additional information indicates that the patient will not be scheduled for revision at this time due to non-device related issues. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing stimulation at the pocket site, and ineffective therapy. High impedances were observed so the physician has decided to revise the ipg.

Event description:
A report was received that the patient was experiencing stimulation at the pocket site, and ineffective therapy. High impedances were observed so the physician has decided to revise the ipg.